Manufacturer narrative:
Evaluation summary: the pt presented with pain, and an MRI revealed patellar implant loosening. The device was in vivo for approx 21 years. The returned devices were measured and found to meet print specifications. The devices exhibited significant delamination, which was evident by flakes chipping off of both the tibial and patellar implants. This is consistent with the duration of implantation. Based on the length of implantation and the wear that occurred on the surfaces, normal wear appears to be the cause of the loosening. Evaluation codes: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the device was implanted in 1988 and revised in 2009 due to an MRI showing the patella loosening. The pt was experiencing pain.